Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Das ventil hat zu wenig drainiert, obwohl es auf der niedrigsten stufe stand. Scheinbar ist das ventil nicht mehr komplett durchg&#270;gig. The valve showed an under drainage although it was on the lowest level. They assumed it isn't completely permeable.

Event description:
The valve showed an under drainage although it was on the lowest level. They assumed it isn&#38176;completely permeable.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8806 with lot crncwz, conformed to the specifications when released to stock on the 18th march 2015. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.